Event description:
During use for a cardiopulmonary bypass procedure, the device unexpectedly displayed an indication that battery backup power was not available. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded. Device repaired and returned.